Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported that her tampon fell apart and there were pieces left inside of her. She reported experiencing odor and pain in her abdomen, back, ovaries and kidney's. She went to the doctor and was diagnosed and treated for a urinary tract infection.